Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during cataract surgery, an ophthalmic system exhibited difficulties in phaco mode aspiration. The patient experienced corneal edema. The surgery was completed on the same day. Currently the patient is resolved with the event caused.